Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. T2 remains on the insertion needle. The device was functionally tested for proper actuator advancement and cycling and was would not function as intended. The reported non-deployment is attributed to the bending of the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No further investigation is warranted at this time. Device returned for evaluation on 10 february, 2016. Device evaluated by the manufacturer. (B)(4).;

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction when stitching the meniscus the second implant (t2) did not fall from the cannula (inserter). There was no report of patient injury.